Manufacturer narrative:
An event of difficult to advance and split sheath/dilator tip was reported. A returned device assessment could not be performed as the device was not returned for analysis. Two photos were received from the field, both appearing to have a split on the tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, exception (issue) was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melting process. This potential cause relating to the material characteristics of this material is the root cause of the noted dilator being cut into two pieces.

Event description:
It was reported that on (B)(6) 2025, a 12f amplatzer amulet delivery sheath was selected for a left atrial appendage occlusion (laao) procedure. During the procedure, the physician attempted to insert a catheter over a non-abbott guidewire at the puncture site in the right femoral vein. While advancing the catheter, the first delivery sheath was found to be cut at the distal end. A second 12f amplatzer amulet delivery sheath was then used; it presented with a split at the distal portion during advancement over the non- abbott guidewire. According to the operator, the patient¿s tortuous anatomy contributed to the difficulty in advancing the sheath, which led to the damage. The procedure was completed using a third 12f amplatzer amulet delivery sheath without any complications. There was no clinically significant delay, and the patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.